Manufacturer narrative:
Zoll has not received the autopulse lifeband for investigation. A follow-up report will be submitted when the lifeband is returned and the investigation has been completed.

Event description:
During shift check, the autopulse lifeband's hinged belt guards did not snap into the autopulse platform. A different lifeband was used on the platform with no issues. No patient involvement.